Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
H11. D10. Concomitants - product information: 5683703 - 200-02-35 - three peg patella 35mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the right knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort and weakness which in turn negatively affected plaintiff's quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.